Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace68) was stretched from approximately 116.5 ¿ 118.5 cm from the hub. The total length of the device was approximately 130.0 cm. Conclusions: evaluation of the returned ace68 confirmed a stretch. If the device is forcefully retracted against resistance, damage such as stretching may occur. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, while advancing the ace68 through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance. Therefore, the ace68 was removed and the distal tip was found to be stretched. The procedure was completed using a new ace68 with the same neuron max. There was no report of an adverse effect to the patient.